Manufacturer narrative:
The product is enroute to be evaluated. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the plate locking ring malfunctioned. Patient outcome: no adverse effect reported as a result of this event.